Manufacturer narrative:
(B)(4). Results of investigation: this unit was filed serviced by a carefusion authorized service technician. The service technician replaced the o2 blender to address the reported issue and sent the defective component to carefusion for failure analysis. Failure analysis: carefusion was able to verify the reported issue. During testing and evaluation, the blender failed the o2 blender calibration test procedure for low o2 flow on the o2 blender solenoid #1 and slight non-conformities of higher o2 flow on the o2 blender solenoids #2 and #3. Visual inspection reveals the black max that locked the top solenoid #1, #2 and #3 screws were broken and missing. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was delivering a lower concentration of oxygen than expected. It is unknown at this time whether there was any patient involvement associated with this complaint.